Manufacturer narrative:
(B)(4). The analysis results found that the er420 instrument was returned in good visual condition. Three unformed clips were returned inside a bag along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled, fed, and formed three clips as intended and it ejected nine clips. Finally, it locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an appendectomy procedure, the clips would not hold after placing. Unable to place the clips on the skin (ie: they did not hold at the installation, or they were angled). Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4).